Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product recd by mfg. Examination of the submitted rod confirmed the reported breakage. The product returned is of a prior design. A conclusive root cause was not identified. Although the design has been enhanced since the complaint sample was manufactured, the rod breakage may also be related to a combination of instrument age, service life, and/or user technique. The need for corrective action is not indicated. In response to a trend identified previously for this product code, eco 38013 was released in (B)(4) 2001 changing the raw material used and the geometry of the rod. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Approximately three inches of the femoral im rod broke inside the patient's femure during the procedure. It was difficult to remove and added 90 minutes to the case.